Manufacturer narrative:
Summary of eval: eval results indicate that this event would not be associated with the devie but rather would be realted to user technique. Added info: updated info in the following sections: b2,b3,b5,d1,d6(catalog #), d7,d8,d9, and e1. Also, section h1 has been changed to serious injury due to surgical delay. This is the same pt/event as MFR # 8010177-1998-00039.

Event description:
Add'l info revealed that two ramus double joint distraction rods broke after implantation while their function was being tested.